Event description:
It was reported that pump touchscreen had poor responsiveness. There was no reported impact to the customer¿s blood glucose level. Customer did not want to troubleshoot pump issues, and no additional information was received regarding further actions or outcome of event.